Event description:
It was reported that in preparation for vena cava filter procedure, a filter was loaded backwards in its carrier capsule. The physician noticed during preparation that the filter was loaded backwards into the filter carrier capsule, feet first. The procedure was completed successfully with another of the same device. There was no patient contact with the device.